Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported the catheter became entrapped on the guidewire. Crossover access with a thruway guidewire was used to access the lesion. A 2.4mm jetstream® xc atherectomy catheter was selected for an atherectomy procedure. During the procedure inside the patient, the device could not be separated from the guidewire. The procedure was completed with another of the same device. There were no patient complications reported and the patient was fine.